Manufacturer narrative:
Concomitant medical products: product ID: 4965-15 lead, implanted: (B)(6)2004; product ID: 4965-25 lead, implanted (B)(6) 2016; product ID: c4tr01 ipg, implanted: (B)(6) 2016; product ID: 305c23 tissue valve, implanted (B)(6) 2010.

Event description:
It was reported that the patient experienced syncopal episodes in the past and was currently not feeling well. The right ventricular (rv) lead thresholds had risen. Follow up with the patient¿s clinic indicated that the patient¿s past syncope was due to an increase in left ventricular (lv) lead thresholds. In addition, the patient was currently also syncopal. The outputs on both leads were increased and they remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.